Event description:
It was reported that during a routine device replacement due to elective replacement indicator (eri), when the chronic right ventricular lead was connected to the new device, the lead impedance - which had been 697 ohms - measured 1305 ohms. The physician was aware of the high impedance and will check the system in three months. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).